Event description:
It was reported that during an unspecified procedure, a device breakage occurred. The percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. It was noted that there were multiple issues, including access issues. At an unspecified time during the procedure, the 5fr x 11cm super sheath broke into two pieces with one piece remaining inside the patient. The portion that remained inside the patient was retrieved by unspecified means. Another of the same device was used to complete the procedure. The patient's status is reported as "ok".